Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) inspected the unit and was unable to reproduce the reported issue. A review of the device logs indicated a system failure¿related shutdown recorded on (B)(6); however, the condition could not be duplicated during troubleshooting. The unit was operated with a test catheter for one hour without incident.

Event description:
It was reported by the customer that during testing, the cardiosave hybrid intra-aortic balloon pump (iabp) displayed an internal communication error, alarmed, and shut down. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.